Event description:
Customer reported attempting to apply an abbott diabetes care (adc) device and being unsuccessful due to the inserter not firing and being unable to monitor glucose levels. As a result, customer self-treated with insulin (type/dose unspecified. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. Applicator had been fired correctly, loose sharp was observed. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and observed damaged transition features. Lid was completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issue was observed. The sensor plug is fully seated . Inspected the plug assembly, no issues were observed. Therefore, this issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an abbott diabetes care (adc) device and being unsuccessful due to the inserter not firing and being unable to monitor glucose levels. As a result, customer self-treated with insulin (type/dose unspecified. There was no report of death or permanent injury associated with this event.